Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe could not cut, and it still failed to cut even the cutting speed was reduced to 10000 cuts per minute (cpm) during the vitrectomy surgery. The surgery was completed on same day by replacing the pak. There was no patient impact.